Event description:
Pt presented 4 wks post left sided procedure with pericarditis symptoms. CT imaging revealed a pericardial effusion. Subxypoid imaging with a scope confirmed an effusion and transmural lesions from the original treatment. Mis cardiac surgery resulted in release of air and blood from pericardium. Air was determined to have accumulated in pericardium due to pin-hole size esophageal perforation. There was no perforation of the atria. Attending physician did not attribute causality to the celcius ablation catheter nor hansen device. Pt was treated per standard protocol and discharged. There was no malfunction attributed to the device.

Manufacturer narrative:
The IFU lists pericardial effusion as a potential adverse event for the device.